Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage therapy due to noise on the right ventricular (rv) lead. High voltage therapy was deactivated on the rv lead and it remains implanted. Additional information was requested but is not yet received.